Event description:
It was reported that the caller needed assistance updating the pump time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with updating the time and advised monitoring for any future discrepancies; the caller understood and acknowledged this guidance.